Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the instant detacher did not fully detach the coil. It was reported that the axium instant detacher did not fully detach the coil, and some pulled back out. The physician was able to get it where they wanted by advancing the next coil, and was happy with the end result. There was no patient harm reported with the event. Additional information received reporting that the coil used was a medtronic but the model was not able to be provided by the facility. It was clarified when the coil did not fully detach, some pulled out of the aneurysm slightly. The coil was ultimately successfully detached by manual method. One attempt at detachment was made with the instant detached and the manual detachment was successful with only one attempt. There were no issues encountered during the procedure prior to the non-detachment with the instant detacher. There was no pushwire damage observed after removal from the patient. The devices were prepared as indicated in the instructions for use. Patient vessel tortuosity was normal. The information was confirmed with the physician.